Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain and redness at the ipg site. It was also noted the patient has a nickel allergy. Subsequently, the patient underwent surgical intervention at which time the ipg was explanted and replaced. Effective therapy was achieved and the issue resolved following the procedure.